Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, when they ligated the vessels, there was a problem loading the two devices and were unable to open the jaw during the test. They used another device to complete the case. There was no patient injury.